Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 5113899. Eleven representative customer samples received. All samples evaluated for safety activation. Safety features activated properly with no instances of breakage. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the cannula of 22 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter broke into two pieces. No injury or medical intervention.